Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous, 85% stenosed lesion in the internal carotid artery. An emboshield nav6 embolic protection system (eps) was advanced but could not cross the anatomy to reach the target lesion. The eps was removed, and it was noted that the delivery catheter was ¿fractured.¿ a new same size nav6 eps was used to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. There was no damage noted to the eps during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported failure to advance, and fracture/break appear to be related to case circumstances of the procedure. In this case based on the reported information, the emboshield nav6 embolic protection system (eps) failed to cross the challenging anatomy likely causing the eps and barewire to kink or become damaged. Manipulation during retraction ultimately resulted in the reported fracture or break. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.